Manufacturer narrative:
Additional information will be provided once the investigation has been completed. Stryker is the initial importer of this product. The legal manufacturer is world of medicine (wom). Wom has been made aware of this report event.

Event description:
It was reported that subcutaneous emphysema occurred after insufflation at an intra-abdominal pressure of 15 mmhg.